Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
As reported during a fontan embolization procedure, the coil encountered resistance around a bend and kept pushing back on the microcatheter. After multiple attempts advancing the coil, the physician attempted to remove the coil. It pulled back slightly, but then mentioned that he felt a pop and only the pusher wire was removed leaving the coil in the catheter and the body. They were able to pull the tail end of the coil out of the body, but then began to unravel coming out of the catheter. It then broke into two pieces, one outside the body and one inside the base catheter. The base catheter was able to be pulled out of the body with the coil still attached. All coils was believed to be removed from the body. There is no reported patient impact.